Event description:
It was reported that this right ventricular lead was surgically abandoned due to a product performance issue. Another lead was implanted instead. No further adverse patient effects were reported.